Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing. Surgical intervention was done to replace the ICD and rv lead. This product was explanted. No additional adverse patient effects were reported.